Event description:
It was reported that a pt underwent a laparoscopic ventral hernia repair on an unk date. The mesh was not soaked or cut prior to implantation. The mesh was placed and almost completely anchored in when the surgeon noticed it began to delaminate. The surgeon was using tacks to secure the mesh to the abdominal wall. The surgeon opines that it may have been the tacks that cause it to "fall apart", but the mesh delaminated at the complete opposite end of where she was tacking. The surgeon also used four transfacial sutures. The surgeon removed the mesh and replaced it with a different product.

Manufacturer narrative:
(B) (4). (B) (4) - delamination. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.